Event description:
There was a problem with the patient programmer (pp). The patient was seeing poor communication screen on the pp when trying to sync with the implantable neurostimulator (ins). The patient did not use/have the pp antenna. It was confirmed the ins was charged. The patient received a different pp but was getting a warning message on the screen. The patient changed the batteries in the pp but still got the message. No indication of patient harm. Upon return of the pp, analysis found an unconfirmed failure. (B)(4). It was also reported that the recharger connector pin cord was loose. The recharger was not charging. The patient was getting all the coupling bars and the ins icon was blinking with little bit colored in. The patient has charged for over five hours and got the message that the ins was fully charged. The patient knew that the ins had to be charged before the pp would communicate with the ins. Upon return of the desktop charger, analysis found the complaint unverified. (B)(4). A week later the patient reported that she charged it on (B)(6) 2015 and could use it for only about five hours, then tried to adjust it and got a reading. The patient then set it where it was comfortable at 280 or 290, and then at about 8pm everything went dark and had nothing, it said the patient needed to charge. It was also stated that at the initial report the connector pin was broken. The patient received a replacement part and described the recharger screen as having full recharger charge. Eight bars were able to be filled in. The ins battery had ¿just a little bit¿ of charge, then stated ¿it showed that was fully charged, and it won¿t work.¿ additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3550-39, lot# n278582, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).